Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump is telling the patient to take 15 units although he had already bolused for blood glucose and was only giving insulin for carbohydrates. The amount expected was only one unit. The reporter confirmed that the appropriate carbohydrates were entered. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/07/2014 with the following findings: the pump boots to verify screen with audible and vibratory features. Ezprime step completed successfully. Pump was exercised for 24hr duration test; no eaw¿s occurred during this time. Investigators performed an ezcarb bolus with: 30 carbs and I:c ratio 1u:15g. The pump correctly calculated a 2.0u bolus. Ezcarb bolus feature found to be functioning properly. A 10u normal bolus and a 10u audio bolus were performed successfully and accurately recorded in pump history. Investigators were unable to duplicate reported complaint. No defect found.